Manufacturer narrative:
On 23-jan-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot-micro, bi-directional, d-d curve, c3, split handle and the irrigation holes of the qdot micro catheter got stuck so that it was unable to irrigate correctly. No error occurred. The issue was discovered by abnormal rise in electrode temperature during ablation. This occurred at the time of ablating in the left atrium (la). In a few seconds of ablation at 30 watts, the titration was activated. Replaced the catheter resolved the issue. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot-micro, bi-directional, d-d curve, c3, split handle and the irrigation holes of the qdot micro catheter got stuck so that it was unable to irrigate correctly. No error occurred. The issue was discovered by abnormal rise in electrode temperature during ablation. This occurred at the time of ablating in the left atrium (la). In a few seconds of ablation at 30 watts, the titration was activated. Replaced the catheter resolved the issue. The procedure was completed without patient's consequence.